Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed an error 121. No additional patient or event information is available. The receiver was not returned for evaluation. However, the data log was provided by the patient, but does not reflect product at fault. The root cause could not be determined.